Event description:
It was reported that prior to the procedure pre-procedure programming on the insertable cardiac monitor (icm) was conducted. It was discovered, that the icm exhibited premature battery depletion and incorrect measurement. It was decided to not use the icm. There was no patient involvement.

Manufacturer narrative:
The reported event of battery depletion was confirmed. Final analysis found the device had exhibited shipped setting 12 weeks prior to the analysis date, and the status bar display is consistent with the battery usage after the device exited shipped setting. Further analysis performed indicated normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.

Event description:
It was reported that prior to the procedure pre-procedure programming on the implantable cardioverter-defibrillator (ICD) was conducted. It was discovered, that the ICD exhibited premature battery depletion and incorrect measurement. It was decided to not use the ICD. There was no patient involvement.